Manufacturer narrative:
B3 event date: the exact date of the event is unknown ================= h2 if follow up, what type: added device analysis as previous supplemental submitted on 30mar2021 neglected to include it. ================== h10 additional MFR narrative: corrected investigation summary section to remove erroneous verbiage. See below for updated investigation summary section. Investigation summary: with all the available information, boston scientific concludes that the identified glass cap detachment contributed to the report of laser did not irradiate light event; therefore, the reported event is confirmed. The observed glass cap detachment likely occurred due to excessive cap wear occurred during the procedure. Cap wear is accelerated due to heat accumulation caused by inadvertent anatomical/procedural factors, such as prolonged tissue contacts or technique, which would limit the performance of the fiber and cause reduced vaporization efficiency, and potentially lead to glass cap fracture. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the distal end of glass cap was detached/separated and not returned. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted did not identify any signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: if excessive tissue or debris is allowed to accumulate on the laser fiber cap, over heating of the laser fiber cap will occur leading to premature laser fiber degradation and/or laser fiber failure. In the unlikely event of a detached tip, it may be visually located through an appropriate scope and removed using forceps. Irrigate the area thoroughly to remove any traces of fiber or other material. If the aim beam or working beam exit the end of the fiber, discontinue use immediately and discard the fiber. Investigation conclusion: based on analysis results, a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that the laser did not irradiate/light up during the procedure. The procedure was completed with a second fiber without patient injury. The fiber was returned and analysis identified that the glass cap was detached.

Manufacturer narrative:
Event date: the exact date of the event is unknown. Investigation summary: with all the available information, boston scientific concludes that the identified glass cap detachment contributed to the report of laser did not irradiate light event; therefore, the reported event is confirmed. The observed glass cap detachment likely occurred due to excessive cap wear occurred during the procedure. Cap wear is accelerated due to heat accumulation caused by inadvertent anatomical/procedural factors, such as prolonged tissue contacts or technique, which would limit the performance of the fiber and cause reduced vaporization efficiency, and potentially lead to glass cap fracture. It is likely that the glass cap detachment occurred due to elevated temperatures, near the laser beam output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including glass cap detachment. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the distal end of glass cap was detached/separated and not returned. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted did not identify any signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: if excessive tissue or debris is allowed to accumulate on the laser fiber cap, over heating of the laser fiber cap will occur leading to premature laser fiber degradation and/or laser fiber failure. In the unlikely event of a detached tip, it may be visually located through an appropriate scope and removed using forceps. Irrigate the area thoroughly to remove any traces of fiber or other material. If the aim beam or working beam exit the end of the fiber, discontinue use immediately and discard the fiber. Investigation conclusion: based on analysis results, a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that the laser did not irradiate/light up during the procedure. The procedure was completed with a second fiber without patient injury. The fiber was returned and analysis identified that the glass cap was detached.

Manufacturer narrative:
B3 event date: the exact date of the event is unknown. H10 additional MFR narrative: corrected investigation summary section to remove erroneous verbiage. See below for updated investigation summary section. Investigation summary: with all the available information, boston scientific concludes that the identified glass cap detachment contributed to the report of laser did not irradiate light event; therefore, the reported event is confirmed. The observed glass cap detachment likely occurred due to excessive cap wear occurred during the procedure. Cap wear is accelerated due to heat accumulation caused by inadvertent anatomical/procedural factors, such as prolonged tissue contacts or technique, which would limit the performance of the fiber and cause reduced vaporization efficiency, and potentially lead to glass cap fracture. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the distal end of glass cap was detached/separated and not returned. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted did not identify any signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: if excessive tissue or debris is allowed to accumulate on the laser fiber cap, over heating of the laser fiber cap will occur leading to premature laser fiber degradation and/or laser fiber failure. In the unlikely event of a detached tip, it may be visually located through an appropriate scope and removed using forceps. Irrigate the area thoroughly to remove any traces of fiber or other material. If the aim beam or working beam exit the end of the fiber, discontinue use immediately and discard the fiber. Investigation conclusion: based on analysis results, a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that the laser did not irradiate/light up during the procedure. The procedure was completed with a second fiber without patient injury. The fiber was returned and analysis identified that the glass cap was detached.